Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set adhesive issue event on (B)(6) 2026. The infusion set was pulled out because the belt clip was not staying in place and kept falling off the clip. No further information available.